Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this electrode experienced two shocks and presented to the emergency room for device evaluation. Review of device data showed noise characterized by a chaotic signal and wandering baseline, suggesting a potential pocket lead fracture. The patient brought their communicator for interrogation, and further evaluation, including possible imaging and lead revision, was recommended. Later on, the electrode was explanted and replaced. No additional adverse patient effects were reported.